Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Long gamma was treated for trochanter fracture. Use dall miles with beads for reduction. Although it was reduced with a reduction forceps, dissection of the bone fragment was a little big. Wound a cable and applied a tension again with a tensioner, but the dissection did not disappear. After adding more tension, the cable was broken. Additional information confirmed; the primary surgery were not stryker products, the fracture occurred and a dall miles cable was chosen to fix.